Event description:
Customer reported receiving higher than expected readings. Customer called the hosp and they recommended that customer to to the ER. Once there, glucose measurements were taken with an unk brand meter also resulting in high readings. The customer was treated with fast-acting insulin. The freestyle readings provided before going to the ER were consistent with the treatment provided. Comparison blood tests were performed at the time of the call with results of 11.4 mmol/l and 13.8 mmol/l. The freestyle comparision results performed during troubleshooting differ by more than 20% and meet the MFR's definition of a malfunction. The customer also reported receiving an error 3 message.